Event description:
It was reported that a cartridge alarm 30 occurred. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact on the blood glucose level. The customer attempted to load a new cartridge with guidance from technical support, but the alarm persisted, preventing successful resumption of insulin therapy. No additional information was received regarding further outcomes or resolution of the issue.